Event description:
The customer reported that during a procedure on a spectra optia device, the operator set the plasma collection target to 500 ml and the device attempted to collect 1 l of plasma from the patient. Per the customer, after the device finished collecting 500 ml of plasma, the rbc valve opened and began to pump plasma into the nmc collection bag. It was reported that the procedure stopped, and the operator checked the target plasma on the main screen and the device showed that the plasma target was now 1000 ml. Per the customer, the device alarmed "leak detected". The customer indicated that there was no injury or medical intervention for this event. Patient information is not available at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the final fluid balance was 101%. No further reporting will be provided as this does not represent a reportable event.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a procedure on a spectra optia device, the operator set the plasma collection target to 500 ml and the device attempted to collect 1 l of plasma from the patient. Per the customer, after the device finished collecting 500 ml of plasma, the rbc valve opened and began to pump plasma into the nmc collection bag. It was reported that the procedure stopped, and the operator checked the target plasma on the main screen and the device showed that the plasma target was now 1000 ml. Per the customer, the device alarmed "leak detected". The customer indicated that there was no injury or medical intervention for this event. Patient information is not available at this time. The collection set is not available for return because it was discarded by the customer.